Event description:
It was reported that the subject device had image noise that occurred during a therapeutic endoscopy. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
E1 = (B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water seeping in through cable pinholes, cable pinholes, and cable twisting. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.